Event description:
It was reported that resistance with the guide wire was noted during removal of the ivus catheter. The catheter and the guide wire were removed from the patient together, and it was found that the guide wire had separated. The separated piece of guide wire came out when the ivus catheter was removed, leaving nothing inside the patient. No additional information was available.